Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was missing/peeling and that the ok/enter button subsequently became under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: during investigation, the ok keypad button was intermittently responsive to user input. All other keypad buttons were responsive. The keypad was peeling off. The keypad was removed to find contamination under the ok button contact. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad to the seal, and from the case seal to the grip pad.